Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. (B)(4).

Event description:
It was reported from chile that the motor device was not working. During service and evaluation, it was determined that the motor device flex circuit and wire, pawl release, lock cylinder, locking components, and cord were damaged. It was also observed that there was cosmetic damage and unintended activation/motion. It was further reported that the device failed pre-test for visual assessment, loctite, motor thermistor and safety. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.